Manufacturer narrative:
The liberty cycler was not returned and the patient continued to use the cycler for continuous cycling peritoneal dialysis. Per the pharmacovigilance physician: the events of the hernia and the paralytic ileus are unlikely related to the liberty cycler machine. The patient had a past history of abdominal surgery which could have contributed to the hernia. The hernia surgery could have caused the drain problems and subsequent abdominal pain and paralytic ileus. Patient recovered with treatment and is currently doing well on continuous cycling peritoneal dialysis without further problems. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events rec'd between (B)(6) 2011 to (B)(6) 2013.

Event description:
Peritoneal dialysis patient called in with draining issues in drain 2 having drained 564/100mls.; patient had cycler for 7 months and has drain complications frequently. Patient is not having pain from draining but she just had a hernia operation and she has drained a little blood.